Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
During the trial procedure, the physician indicated there was minimal cerebrospinal fluid leakage coming out of the epidural needle. The pt remained asymptomatic post-operative. Intra-operative leads were tested to have low impedance values. Pt experienced stimulation in painful areas as well as transient nerve area which the physician believed is unrelated to the scs system. Further follow-up revealed, on the day of lead pull, the pt's leads had migrated. The leads were successfully pulled and discarded by the facility. The pt continued to experience pain in her left thigh. She is working closely with her physician to determine a resolution.